Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated.. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during PICC placement, the PICC line catheter is advanced through the sheath into the patient's vein. Once the PICC has reached its final position, the peeling sheath is pulled apart using the two handles, and the sheath is pulled out of the vein piece by piece. When the sheath is first torn open, one handle is torn off. The sheath was completely removed with considerable force. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken microintroducer sheath is confirmed and was determined to be related to the manufacture of the device. One 6 fr microintroducer sheath was returned for evaluation. An initial visual observation of the returned sample revealed use residues throughout the returned microintroducer sheath. The sheath was returned peeled, and the gray sheath from the ¿bard¿ tab side was observed to be broken off from the plastic tab. A microscopic observation revealed a slot in the blue plastic tab where the sheath is typically inserted. The proximal end of the sheath appeared to be split into thirds longitudinally and flared outward. This failure was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.